Event description:
A customer reported that their insulin pump displayed a fill estimate significantly different from what was expected, leading to confusion about the remaining insulin. The discrepancy was over 30 units, with the pump showing a higher amount than anticipated. Despite this, there was no adverse impact on the customer¿s blood glucose level. Technical support guided the customer in using room temperature insulin for refilling and assisted them in loading a new cartridge, which the customer agreed to try. Additionally, a replacement pump was approved due to continued issues with the initial one not being delivered to the correct address. Technical support canceled the original order and dispatched a new replacement pump, which the customer confirmed receiving as they had not received the first shipment mistakenly delivered to alaska.